Event description:
Product contamination: a brown spot on a primary set piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch around the drip chamber; a black dot on 2 separate secondary set secure lock, 34 inch in the drop chamber. Their respective lot numbers are 14126168, 14802598, and 14802339. Products are from ICU medical. Pt: 4582. Device: 2901. Ref: mw5188440, mw5188441, and mw5188442.